Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a catheter, continuous flow. The customer stated that the distal balloon would not inflate. It was the first run and he advanced the trellis catheter through a 10fr st jude sheath. He took the device out and had to use another.